Manufacturer narrative:
Device evaluation the implant was returned to the manufacturer for analysis. Visual examination confirmed the anterior face above and below the screw boss holes are damaged and cracked. The location and angle of the cracks appear to be consistent with excessively forceful and angulated use of the threaded inserter during impaction. With the implant fully threaded onto the inserter, no marks are visible; consistent with excessive force during angulated impaction.

Manufacturer narrative:
(B)(4). The device was not returned to the manufacturer for evaluation. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that upon placing the screw during surgery, the implant cracked. The implant was removed and replaced. No complications were observed or noted as a result of the implant breaking.